Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, crease fold, white particles on the shell, and wear abrasion. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: - no openings were observed on the device.